Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker had a stored episode of pacemaker mediated tachycardia (pmt). Within the episode there was loss of capture noted on the right ventricular (rv) channel greater than 2 seconds. The patient is pacemaker dependent. Boston scientific technical services (ts) reviewed the electrogram and advised programming right ventricular automatic capture off. No adverse patient effects were reported. This product remains in-service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this patient underwent surgical intervention and the patient's pacemaker was explanted, and the right ventricular (rv) lead and the right atrial (ra) lead was surgically abandoned due to pacing not delivered when required. The cause was not determined. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.